Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a coronary stenting procedure. Reportedly, ten minutes after uneventful arteriotomy closure, the patient developed a hematoma the size of an orange and complained of pain at the groin. The hematoma was expressed and the symptoms of pain in the groin resolved by the next morning without treatment. It was believed that the technique of the operator might have played a role in the development of the hematoma. There were no reported adverse patient sequelae. Though requested, no additional information was provided.